Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of about 12 months, impedance values were at 2700 ohm and elevated threshold values were reported since (B)(6) 2015. Patient complained of feeling tired so a revision procedure was performed on (B)(6) 2015. Although no signs of lead fracture were observed, the physician decided to implant a new lead. This tilda lead could not be extracted and was capped instead.one day post implant the new tilda lead reportedly exhibited an intermittent loss of capture. A revision procedure was performed on (B)(6) and all measurements were fine in the end. However, on (B)(6) 2015, a further loss of capture was reported and the device was reprogrammed to single chamber mode.